Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance damaged product. An empty opened foil, a winding former with a re-parked needle/suture were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; damaged on some barbs and a knot near of end were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance damaged product suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018, and a barbed suture was used. During the procedure, the suture did not have a fixation tab when opening the package. There were no adverse consequences to the patient. Upon evaluation, the two sides of the fixation tab were broken. No additional information as available.